Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The lever on the impaction handle broke, releasing the spring. Femoral impactor cracked. (B)(4) 2015 upon evaluation of the returned impactor (254401006/au3922447), device was found to be broken (piece missing), and impaction handle (254401017/nw143592) was broken as reported. Ay

Manufacturer narrative:
Conclusion and justification status: the complaint states the lever on the impaction handle broke, releasing the spring. Femoral impactor cracked. The investigation confirmed that the impactor had cracked and the lever had broken as reported. With regard to the impactor: expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. The annealed product was released on 30-jul-2014. This device is from an annealed batch. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA-(B)(4) has been initiated and can be referenced for further details. With regard to the impaction handle it should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA and product design; it will be entered into the complaint database and monitored through trend analysis.